Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a manufacturer representative reported that the suspected cause of the inaccuracy was user error and the issue had been resolved. The issue with the tracker was resolved after using a different tracker with the dilator. The issue had not occurred again and the representative suspected cause to be use instead of an issue with instrumentation or the guidance system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding an guidance device being used in a spinal procedure. It was reported the navigation was showing inferior at l3/l2 right. They checked the divot and it was accurate, but put the dilator down the trajectory and it was still inferior. This only happened with the dilator. They took a new snap shot and it showed accurate but the dilator was still inferior. They decided to do a new registration and the dilator still showed inferior to plan. The screws at l3/l2 right were placed freehand. The dilator showed accurate at l1/t12 and t11 so those screws were placed with the guidance system. During the second registration t11 was showing on segmentation but not on registration. Had to add the segmentation line again to get t11 to show in registration. Additional information received from a manufacturer representative reported that no screws were placed inaccurately. The navigation was showing inferior with the dilator. The issue was seen in another case so the dilator was used with a different tracker and the issue was resolved. The tracker was also replaced. There was no delay, patient harm or additional complications reported or anticipated as a result of the event.